Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed by the distributor. During the distributor evaluation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor was the external defibrillation while the lifevest was actively monitoring the patient. The damaged resistor did not cause or contribute to the patient death. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. The patient's son reportedly performed CPR before the patient was transferred to the hospital, where he passed away. The patient reportedly passed away around 10:30 pm. The lifevest detected asystole at 21:57:52. No treatment sequence was initiated, as the lifevest declares asystole to be a non-treatable rhythm. CPR artifact was present at 21:59:02. The patient then transitioned to an idioventricular rhythm (80 bpm) and then degraded to vt (130 bpm-140 bpm). No treatment sequence was initiated by the lifevest during the run of vt, as the rate of vt was prescribed below the prescribed rate threshold of 150 bpm. About three minutes after the patient went into vt the patient was externally defibrillated. The post-shock rhythm was an idioventricular rhythm at 100 bpm. The patient again degraded to vt (150 bpm - 170 bpm) for approximately 90 seconds. The lifevest did not initiate a treatment sequence due to the rate varying around the prescribed rate threshold and varying amplitude of the ECG signal. The patient transitioned back to an idioventricular rhythm (60-100 bpm) at 22:07:06 until the lifevest was shutdown at 23:30:31. The patient subsequently passed away at the hospital after the device was deactivated.